Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention at which the ipg was explanted and replaced. Reportedly, effective therapy resumed following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to recharge her scs system. A replacement charging system was sent to the patient, which did not resolve the issue. The patient is without stimulation. Additional information revealed the sjm representative met with the patient and confirmed the patient's ipg is inoperable. Subsequently, the patient may undergo surgical intervention at a later date to address the issue.